Manufacturer narrative:
According to the technician's statement, the ventilator was replaced after the issue occurred. The customer stated that a fault in the device's mainboard was discovered. No details regarding the issue nor the part were provided. The device has been repaired by a third-party company. No more information was provided regarding which alarm was generated. Some clinical alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Unfortunately, the device's logs and specific name of the board have not been provided, hence it cannot be determined how the defective part could affect ventilation. The cause of the reported issue has been determined and it is related to defective board.

Event description:
It was reported that there was issue with a leak alarm indicating excessive pressure difference while using a ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).